Event description:
It was reported to boston scientific corporation that an occluder balloon catheter device was used below the pelvic ureteric junction (puj) during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2021. During the procedure, when the position of the patient was changed from supine to prone, the balloon was confirmed to be inflated under x-ray; however, it was noticed that the contrast was leaking from the balloon a moment after. The device was then removed from the patient and it was found that the balloon burst. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device code a0402 captures the reportable event of balloon burst. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter device was used below the pelvic ureteric junction (puj) during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2021. During the procedure, when the position of the patient was changed from supine to prone, the balloon was confirmed to be inflated under x-ray; however, it was noticed that the contrast was leaking from the balloon a moment after. The device was then removed from the patient and it was found that the balloon burst. There were no patient complications reported as a result of this event. Additional information received on february 10, 2022: the procedure was completed with another occluder balloon catheter device and the patient condition at the conclusion of the procedure was reported to be stable. Note: the photos submitted by the customer confirmed that the balloon was burst.